Event description:
It was reported that the intrasight system would not display images with a stop symbol present on the screen. There was no patient present and no user injury reported. Field service engineer noted a badly cracked screen and malfunctioning intermittently. The touchscreen monitor was returned for evaluation. Visual inspection confirmed a crack with missing screen material, resulting in sharp edges. This product problem is being reported in an abundance of caution because the touchscreen monitor has sharp edges that can result in a potential for harm.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacture¿s policy. Block h6: based on the returned cracked screen, the probable cause is likely damage from use. The device integrity can be affected by external factors such as device manipulation, its impact, and applied pressure associated with use and handling. Additionally, the reported complaint of unable to display images could not be confirmed as the returned screen worked as intended. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.